Manufacturer narrative:
Patient information was unavailable from the site. On 6/15/2017 a replacement instrument was shipped to site. No part has been received by manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that during a spinal fusion an instrument was damaged. Procedure was completed with the use of navigation system. No information was provided on the delay. No impact on patient outcome.

Manufacturer narrative:
Additional information: a medtronic representative reported that there was no reported delay to the procedure due to this issue.